Event description:
It was reported that after the procedure, it was found that the energy was low. The procedure was completed using the original device. There were no patient complications.

Manufacturer narrative:
Correction to b5: describe event or problem. Correction to h6: impact codes. The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the high reflective mirror (hrm) was defective. The fse proceeded to replace the damaged component and after this, no further issues were identified during service, and the console was confirmed to be fully functional. It is likely that the defective high relay mirror was causing the low power, leading to the reported event. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information provided and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after the procedure, it was found that the energy was low. The procedure was completed using the original device.